Event description:
A review of service data detected a reportable problem. During servicing, the front response button on monitor sn (B)(4), was non-functional. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4), has been completed. Upon eval the monitor's front response button was non-functional, which prevented the monitor from powering up past the splash screen. The root cause for the defective front response button could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.